Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 had peeling of silicone from device jaws. A new device was opened to complete the procedure after a minimal delay that didn't affect the surgery. There was no patient harm. Related to tw (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/23/2024. An investigation was conducted on 04/29/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear insulation on the hot jaw was observed to be peeled back from the hot jaw, exposing the metal tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000368360 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. There was one (01) ncmr identified which has no relation between the batch manufacturing process the reported failure or the analyzed failure. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.